Event description:
It was reported that the patient had an inappropriate shock due to sinus tachycardia rates above the device therapy rate cut-off. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.